Event description:
It was reported that the log file review found a series of no external power events on 23may2023 in the morning. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log file. The controller event log file contained 4 days of data (20may2023 ¿ 24may2023 per the timestamp). No external power, low voltage hazard and power cable disconnect alarms were observed on 23may2023 from 7:23:09 to 7:23:19, from 8:19:31 to 8:19:39 and from 8:19:50 to 8:19:55 due to losses of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored to the mpu each time. The system controller backup battery supplied power to the system and pump function was not affected during the losses of ac power. There were no other notable alarms throughout the log file. Multiple requests for additional information were made to determine if the mpu was exchanged and would be returned for evaluation. The requests were also sent to determine if the ac power cord became disconnected from the back of the unit or from the wall outlet, and if there were environmental circumstances that resulted in interruptions of ac power at the patient¿s home when the alarms were active. However, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the mobile power unit could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.